Event description:
Customer also reported experiencing inaccurate erratic results with a ot ii meter. Customer's blood glucose results were 131, 190 and 85 mg/dl. Tests were done within 10 minutes with a difference of 46%. Pt did not experience any adverse events. No further info has been reported. Customer also reported experiencing a clean test area with their ot ii meter. The issue was not resolved with troubleshooting. There were no symptoms or adverse events reported. The meter has been replaced for the customer.